Event description:
The ventilator was connected to the patient. The custormer reports that the working pressure dropped to zero with every breath and the gas supply alarm activated. The field service engineer repaired the ventilator at the customer site. There was no patient injury.